Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator (ipg) it exhibitied intermittent undersensing. The ipg was not implanted.